Event description:
It was reported that prior to implant, after interrogation, using the merlin programmer is flip flopping error notes and the device did not interrogate the device. Without antenna connected to the merlin programmer the device was interrogated without problems. Another fortify dr was attempted and the rf connection was working properly. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed in the laboratory. The device was tested on the bench and device image reveals it was not able to communicate with the device via rf telemetry due to a crc error. Inductive telemetry functioned properly.